Event description:
According to the available information a hole was found in one of the torosa implants. It was found during filling on the surgical field.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Manufacturer narrative:
Testicular implant was received for evaluation. No functional abnormalities were noted with the testicular. The information received indicated the device had a hole in it, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Event description:
According to the available information a hole was found in one of the torosa implants. It was found during filling on the surgical field.